Event description:
Hill-rom rec'd a report from the account stating the bed exit would not work. The bed was located at the account in the cancer center basement. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the bed's scale has not been zeroed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 and 2013-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician zeroed the scale to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. Based on this info, no further action is required.